Event description:
It was reported that the battery would float and was loose and unsteady. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition, however one battery contact was damaged. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The battery was not stable due to a damaged battery contact. The cause was unknown. As a result, the battery contact was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3, d4: UDI, and g5 are unknown.